Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, against user's guide recommendations, patient's parent removed transmitter prior to sensor patch removal. Upon sensor removal due to early sensor shutoff, sensor wire remained inserted inside patient's skin. Patient's parent was able to extract intact sensor wire out of patient's skin.